Event description:
The user facility reported that a nurse stuck her finger while attempting to activate the safety sheath on a needle. Although requested, technique specific information could not be provided except that the incident reportedly occurred after the sheath "fell off" while trying to close it over the needle and that the facility instructs users not use their hand or fingers to activate. The nurse has undergone medical treatment and infectious disease testing.